Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER (EPRD) FROM GERMANY, A TOTAL OF NINETY-ONE (91) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-JAN-2016 AND 31-MAR-2024, USING AN R3 XLPE NEUTRAL LATERALIZED INSERT. FROM THESE, TWO (2) HIPS WERE LATER REVISED DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-JAN-2016 AND 31-MAR-2024 IN GERMANY. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-JAN-2016 AND 31-MAR-2024 IN GERMANY. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE R3 ACETABULAR SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF NINETY-ONE (91) PRIMARY THA PROCEDURES WITH R3 XLPE NEUTRAL LATERALIZED INSERTS HAVE BEEN PERFORMED IN GERMANY BETWEEN 01-JAN-2016 AND 31-MAR-2024. THE MEAN CUMULATIVE REVISION RATES FOR THIS XLPE INSERT VARIANT ARE IN LINE WITH THE MEAN CUMULATIVE REVISION RATES FOR THE CLASS DEVICE WHEN CONSIDERING THE OVERLAPPING CONFIDENCE INTERVALS ACROSS ALL YEARS CONTAINING FOLLOW UP DATA. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: O AT 1ST POSTOPERATIVE YEAR: 2.2% (0.0%-5.3%) VS 2.7 % (2.7%-2.8%) OF THE CLASS. O AT 2ND POSTOPERATIVE YEAR: 2.2% (0.0%-5.3%) VS 3.1% (3.1%-3.2%) OF THE CLASS. O AT 3RD POSTOPERATIVE YEAR: 2.2% (0.0%-5.3%) VS 3.4% (3.3%-3.4%) OF THE CLASS. O AT 4TH POSTOPERATIVE YEAR: 2.2% (0.0%-5.3%) VS 3.6% (3.5%-3.6%) OF THE CLASS. O AT 5TH POSTOPERATIVE YEAR: 2.2% (0.0%-5.3%) VS 3.7% (3.7%-3.8%) OF THE CLASS. O AT 6TH POSTOPERATIVE YEAR: 2.2% (0.0%-5.3%) VS 3.9% (3.9%-4.0%) OF THE CLASS. O AT 7TH POSTOPERATIVE YEAR: 2.2% (0.0%-5.3%) VS 4.1% (4.1%-4.2%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER (EPRD) FROM GERMANY, A TOTAL OF NINETY-ONE (91) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-JAN-2016 AND 31-MAR-2024, USING AN R3 XLPE NEUTRAL LATERALIZED INSERT. FROM THESE, TWO (2) HIPS WERE LATER REVISED DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-JAN-2016 AND 31-MAR-2024 IN GERMANY.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00266162-1-L1,,5/18/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Lateralized Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of ninety-one (91) hips underwent primary THA procedures between 01-Jan-2016 and 31-Mar-2024, using an R3 XLPE Neutral Lateralized Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of ninety-one (91) hips underwent primary THA procedures between 01-Jan-2016 and 31-Mar-2024, using an R3 XLPE Neutral Lateralized Insert. From these, two (2) hips were later revised due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2016 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of ninety-one (91) primary THA procedures with R3 XLPE Neutral Lateralized Inserts have been performed in Germany between 01-Jan-2016 and 31-Mar-2024. The mean cumulative revision rates for this XLPE insert variant are in line with the mean cumulative revision rates for the class device when considering the overlapping confidence intervals across all years containing follow up data. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.2% (0.0%-5.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.2% (0.0%-5.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 2.2% (0.0%-5.3%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 2.2% (0.0%-5.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 2.2% (0.0%-5.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 2.2% (0.0%-5.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 2.2% (0.0%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266162-1-L2,,5/18/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Lateralized Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of ninety-one (91) hips underwent primary THA procedures between 01-Jan-2016 and 31-Mar-2024, using an R3 XLPE Neutral Lateralized Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of ninety-one (91) hips underwent primary THA procedures between 01-Jan-2016 and 31-Mar-2024, using an R3 XLPE Neutral Lateralized Insert. From these, two (2) hips were later revised due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2016 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of ninety-one (91) primary THA procedures with R3 XLPE Neutral Lateralized Inserts have been performed in Germany between 01-Jan-2016 and 31-Mar-2024. The mean cumulative revision rates for this XLPE insert variant are in line with the mean cumulative revision rates for the class device when considering the overlapping confidence intervals across all years containing follow up data. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.2% (0.0%-5.3%) vs 2.7 % (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.2% (0.0%-5.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 2.2% (0.0%-5.3%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 2.2% (0.0%-5.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 2.2% (0.0%-5.3%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 2.2% (0.0%-5.3%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 2.2% (0.0%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266163-1-L1,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Lateralized Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, eleven (11) hips underwent revision THA between 01-Jan-2016 and 31-Mar-2025 in which a R3 0 Degree +4mm Lateralized Acetabular Liner (also known as Neutral Lateralized) was implanted. Of these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 ¿ June 30, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eleven (11) hips underwent revision THA between 01-Jan-2016 and 31-Mar-2025 in which a R3 0 Degree +4mm Lateralized Acetabular Liner was implanted. Of these, two (2) hips required re-revision due to the following reasons: one (1) hip due to infection and one (1) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2016 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eleven (11) hips underwent revision THA in which a R3 0 Degree +4mm Lateralized Acetabular Liner was implanted between 01-Jan-2016 and 31-Mar-2025 in Germany. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 11.1% (0.0%¿29.4%) vs 12.9% (12.7%¿13.1%) of the class; At 2nd postoperative year: 11.1% (0.0%¿29.4%) vs 14.9% (14.6%¿15.2%) of the class; At 3rd postoperative year: 28.9% (0.0%¿56.7%) vs 16.1% (15.9%¿16.4%) of the class; At 4th postoperative year: 28.9% (0.0%¿56.7%) vs 17.1% (16.9%¿17.4%) of the class; At 5th postoperative year: 28.9% (0.0%¿56.7%) vs 17.9% (17.6%¿18.2%) of the class; At 7th postoperative year: 28.9% (0.0%¿56.7%) vs 19.4% (19.1%¿19.8%) of the class;By observing the cumulative re?revision rates above, it can be determined that there is no statistically significant difference between the re?revision rates of the study device and the revision THR class at any postoperative time point evaluated, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266163-1-L2,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Lateralized Insert,,,,,,K113848,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eleven (11) hips underwent revision THA between 01-Jan-2016 and 31-Mar-2025 in which a R3 0 Degree +4mm Lateralized Acetabular Liner (also known as Neutral Lateralized) was implanted. Of these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 ¿ June 30, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eleven (11) hips underwent revision THA between 01-Jan-2016 and 31-Mar-2025 in which a R3 0 Degree +4mm Lateralized Acetabular Liner was implanted. Of these, two (2) hips required re-revision due to the following reasons: one (1) hip due to infection and one (1) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2016 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eleven (11) hips underwent revision THA in which a R3 0 Degree +4mm Lateralized Acetabular Liner was implanted between 01-Jan-2016 and 31-Mar-2025 in Germany. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 11.1% (0.0%¿29.4%) vs 12.9% (12.7%¿13.1%) of the class; At 2nd postoperative year: 11.1% (0.0%¿29.4%) vs 14.9% (14.6%¿15.2%) of the class; At 3rd postoperative year: 28.9% (0.0%¿56.7%) vs 16.1% (15.9%¿16.4%) of the class; At 4th postoperative year: 28.9% (0.0%¿56.7%) vs 17.1% (16.9%¿17.4%) of the class; At 5th postoperative year: 28.9% (0.0%¿56.7%) vs 17.9% (17.6%¿18.2%) of the class; At 7th postoperative year: 28.9% (0.0%¿56.7%) vs 19.4% (19.1%¿19.8%) of the class;By observing the cumulative re?revision rates above, it can be determined that there is no statistically significant difference between the re?revision rates of the study device and the revision THR class at any postoperative time point evaluated, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L1,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L2,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L3,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L4,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L5,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L6,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L7,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L8,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L9,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L10,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L11,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L12,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L13,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L14,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L15,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L16,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L17,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L18,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L19,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L20,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L21,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L22,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L23,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L24,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L25,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L26,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L27,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L28,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L29,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L30,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L31,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L32,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L33,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L34,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L35,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L36,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L37,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L38,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L39,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L40,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L41,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L42,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L43,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L44,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L45,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L46,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L47,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L48,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L49,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L50,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L51,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L52,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L53,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L54,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L55,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L56,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L57,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L58,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L59,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L60,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L61,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L62,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L63,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L64,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L65,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L66,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L67,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L68,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L69,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L70,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L71,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L72,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L73,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L74,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L75,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L76,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L77,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L78,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L79,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L80,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L81,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L82,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L83,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L84,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L85,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L86,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L87,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L88,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L89,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L90,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L91,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L92,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L93,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L94,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L95,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L96,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L97,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L98,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L99,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L100,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L101,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L102,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L103,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L104,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L105,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L106,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L107,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L108,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L109,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L110,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L111,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L112,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L113,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L114,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L115,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L116,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L117,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L118,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L119,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L120,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L121,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L122,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L123,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L124,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L125,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L126,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L127,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L128,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L129,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L130,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L131,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L132,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L133,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L134,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L135,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L136,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L137,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L138,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L139,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L140,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L141,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L142,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L143,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L144,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L145,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L146,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L147,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L148,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L149,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L150,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L151,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L152,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L153,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L154,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L155,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L156,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L157,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L158,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L159,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L160,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L161,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L162,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L163,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L164,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L165,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L166,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L167,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L168,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L169,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L170,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L171,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L172,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L173,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L174,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L175,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L176,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L177,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L178,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L179,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L180,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L181,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L182,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L183,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L184,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L185,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L186,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L187,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L188,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L189,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L190,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L191,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L192,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L193,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L194,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L195,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L196,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L197,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L198,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L199,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L200,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L201,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L202,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L203,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L204,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L205,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L206,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L207,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L208,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L209,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L210,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L211,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L212,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L213,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L214,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L215,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L216,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L217,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L218,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L219,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L220,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L221,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L222,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L223,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L224,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L225,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L226,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L227,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L228,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L229,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L230,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L231,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L232,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L233,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L234,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L235,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L236,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L237,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L238,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L239,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L240,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L241,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L242,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L243,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L244,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L245,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L246,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L247,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L248,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L249,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L250,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L251,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L252,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L253,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L254,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L255,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L256,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L257,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L258,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L259,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L260,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L261,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L262,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L263,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L264,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L265,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L266,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L267,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L268,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L269,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L270,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L271,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L272,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L273,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L274,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L275,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L276,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L277,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L278,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L279,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L280,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L281,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L282,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L283,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L284,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L285,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L286,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L287,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L288,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L289,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L290,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L291,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L292,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L293,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L294,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L295,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L296,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L297,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L298,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L299,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L300,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L301,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L302,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L303,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L304,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L305,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L306,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L307,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L308,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L309,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L310,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L311,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L312,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L313,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L314,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L315,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L316,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L317,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L318,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L319,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L320,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L321,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L322,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L323,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L324,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L325,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L326,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L327,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L328,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L329,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L330,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L331,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L332,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L333,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L334,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L335,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L336,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L337,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L338,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L339,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L340,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L341,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L342,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L343,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L344,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L345,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L346,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L347,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L348,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L349,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L350,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L351,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L352,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L353,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L354,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L355,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L356,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L357,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L358,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L359,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L360,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L361,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L362,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L363,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L364,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L365,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L366,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L367,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L368,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L369,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L370,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L371,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L372,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L373,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L374,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L375,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L376,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L377,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L378,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L379,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L380,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L381,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L382,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L383,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L384,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L385,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L386,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L387,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L388,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L389,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L390,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L391,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L392,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L393,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L394,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L395,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L396,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L397,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L398,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L399,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L400,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L401,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L402,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L403,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L404,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L405,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L406,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L407,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L408,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L409,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L410,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L411,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L412,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L413,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L414,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L415,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L416,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L417,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L418,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L419,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L420,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L421,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L422,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L423,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L424,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L425,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L426,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L427,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L428,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L429,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L430,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L431,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L432,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L433,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L434,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L435,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L436,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L437,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L438,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L439,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L440,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L441,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L442,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L443,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L444,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L445,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L446,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L447,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L448,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L449,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L450,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L451,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L452,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L453,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L454,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L455,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L456,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L457,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L458,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L459,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L460,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L461,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L462,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L463,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L464,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L465,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L466,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L467,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L468,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L469,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L470,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L471,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L472,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L473,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L474,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L475,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L476,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L477,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L478,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L479,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L480,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L481,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L482,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L483,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L484,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L485,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L486,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L487,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L488,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L489,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L490,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L491,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L492,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L493,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L494,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L495,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L496,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L497,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L498,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L499,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L500,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L501,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L502,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L503,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L504,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L505,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L506,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L507,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L508,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L509,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L510,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L511,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L512,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L513,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L514,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L515,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L516,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L517,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L518,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L519,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L520,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L521,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L522,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L523,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L524,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L525,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L526,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L527,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L528,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L529,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L530,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L531,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L532,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L533,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L534,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L535,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L536,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L537,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L538,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L539,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L540,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L541,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L542,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L543,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L544,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L545,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L546,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L547,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L548,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L549,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L550,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L551,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L552,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L553,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L554,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L555,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L556,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L557,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L558,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L559,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L560,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L561,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L562,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L563,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L564,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L565,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L566,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L567,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L568,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L569,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L570,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L571,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L572,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L573,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L574,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L575,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L576,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L577,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L578,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L579,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L580,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L581,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L582,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L583,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L584,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L585,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L586,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L587,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L588,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L589,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L590,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L591,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L592,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L593,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L594,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L595,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L596,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L597,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L598,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L599,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L600,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L601,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L602,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L603,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L604,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L605,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L606,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L607,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L608,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L609,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L610,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L611,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L612,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L613,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L614,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L615,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L616,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L617,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L618,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L619,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L620,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L621,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L622,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L623,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L624,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L625,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L626,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L627,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L628,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L629,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L630,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L631,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L632,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L633,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L634,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L635,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L636,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L637,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L638,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L639,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L640,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L641,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L642,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L643,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L644,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L645,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L646,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L647,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L648,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L649,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L650,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L651,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L652,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L653,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L654,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L655,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L656,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L657,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L658,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L659,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L660,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L661,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L662,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L663,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L664,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L665,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L666,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L667,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L668,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L669,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L670,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L671,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L672,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L673,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L674,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L675,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L676,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L677,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L678,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L679,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L680,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L681,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L682,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L683,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L684,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L685,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L686,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L687,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L688,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L689,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266171-1-L690,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eighteen thousand one hundred and sixteen (18,116) hips underwent primary THA procedures between 01-Mar-2013 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, six hundred and ninety (690) hips were later revised due to the following reasons: one hundred and seventy-one (171) hips due to infection, eighty-eight (88) hips due to dislocation/instability, sixty-six (66) hips due to periprosthetic fracture, fifteen (15) hips due to malposition/malalignment, seventy-five (75) hips due to aseptic loosening, twenty-four (24) hips due to wear and two hundred and fifty-one (251) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighteen thousand one hundred and sixteen (18,116) primary THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Mar-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cementless stems, Elective THA with cemented stems and THA for PF-Fracture.;During cementless THA, the mean cumulative revision rates for the R3 XLPE neutral insert were higher than the class device during the first 3 years of follow-up and was later comparable to the class from 4 to 8 follow-up years based on the overlapping of confidence intervals. During cemented THA and THA for PF-fracture, the mean cumulative revision rates for the R3 XLPE neutral insert were in line with the class device across 8 years of follow-up based on overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;1. Elective THA with Cementless Stems (R3 XLPE neutral insert used in 14,466 hips vs 433,400 procedures listed for the class).;;o At 1st postoperative year: 3.2% (2.9%-3.4%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.6% (3.3%-3.9%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.8% (3.5%-4.1%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 4.0% (3.6%-4.3%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.2% (3.8%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.4% (4.0%-4.8%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.6% (4.1%-5.0%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.8% (4.3%-5.3%) vs 4.3% (4.2%-4.4%) of the class.;;2. Elective THA with Cemented Stems (R3 XLPE neutral inserts used in 2,978 hips vs 119,438 procedures listed for the class).;;o At 1st postoperative year: 2.6% (2.0%-3.2%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 3.0% (2.3%-3.6%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 3.1% (2.5%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 3.3% (2.6%-4.0%) vs 3.2% (3.0%-3.3%) of the class.;o At 5th postoperative year: 3.4% (2.7%-4.1%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 3.4% (2.7%-4.1%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 3.4% (2.7%-4.1%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 3.4% (2.7%-4.1%) vs 4.1% (3.9%-4.3%) of the class.;;3. THA for PF-Fracture (R3 neutral inserts used in 672 hips vs 36,431 procedures listed for the class).;;o At 1st postoperative year: 6.9% (4.9%-8.8%) vs 6.1% (5.8%-6.3%) of the class.;o At 2nd postoperative year: 7.1% (5.0%-9.0%) vs 6.7% (6.4%-6.9%) of the class.;o At 3rd postoperative year: 7.6% (5.5%-9.7%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 7.6% (5.5%-9.7%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 7.6% (5.5%-9.7%) vs 7.6% (7.3%-8.0%) of the class.;o At 6th postoperative year: 7.6% (5.5%-9.7%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 7.6% (5.5%-9.7%) vs 8.2% (7.8%-8.6%) of the class.;o At 8th postoperative year: 7.6% (5.5%-9.7%) vs 8.4% (7.9%-8.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L1,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L2,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L3,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L4,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L5,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L6,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L7,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L8,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L9,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L10,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L11,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L12,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L13,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L14,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L15,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L16,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L17,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L18,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L19,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L20,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L21,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L22,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L23,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L24,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L25,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L26,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L27,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L28,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L29,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L30,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L31,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L32,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L33,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L34,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L35,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L36,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L37,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L38,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L39,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L40,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L41,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L42,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L43,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L44,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L45,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L46,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L47,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L48,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L49,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L50,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L51,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L52,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L53,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L54,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L55,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L56,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L57,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L58,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L59,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L60,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L61,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L62,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L63,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L64,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L65,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to periprosthetic fracture","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L66,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to periprosthetic fracture","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L67,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to periprosthetic fracture","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L68,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L69,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L70,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L71,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L72,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L73,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L74,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L75,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L76,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L77,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L78,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L79,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L80,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L81,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L82,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L83,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L84,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L85,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L86,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L87,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to wear. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L88,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L89,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L90,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L91,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L92,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L93,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L94,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L95,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L96,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L97,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L98,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L99,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L100,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L101,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L102,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L103,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L104,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266172-1-L105,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Neutral Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one (1) hip was later re-revised due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred and sixty-one (661) hips underwent revision THA procedures between 01-Nov-2014 and 31-Mar-2024, using an R3 XLPE Neutral Insert. From these, one hundred five (105) hips were later re-revised due to the following reasons: fifty-one (51) hips due to infection, thirteen (13) hips due to recurrent dislocation, three (3) hips due to periprosthetic fracture, thirteen (13) hips due to aseptic loosening, seven (7) hips due to wear and eighteen (18) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred and sixty-one (661) revision THA procedures with R3 XLPE Neutral Inserts have been performed in Germany between 01-Nov-2014 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE neutral insert were in line with the mean cumulative re-revision rates for the class device, as shown by overlapping confidence intervals across 8 years of follow-up. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 13.7% (11.0%-16.3%) vs 12.6% (12.4%-12.9%) of the class.;o At 2nd postoperative year: 15.4% (12.5%-18.2%) vs 14.6% (14.3%-14.9%) of the class.;o At 3rd postoperative year: 16.5% (13.5%-19.4%) vs 15.8% (15.5%-16.1%) of the class.;o At 4th postoperative year: 16.8% (13.7%-19.7%) vs 16.8% (16.5%-17.1%) of the class.;o At 5th postoperative year: 17.2% (14.0%-20.2%) vs 17.6% (17.3%-17.9%) of the class.;o At 6th postoperative year: 17.2% (14.0%-20.2%) vs 18.4% (18.1%-18.7%) of the class.;o At 7th postoperative year: 17.2% (14.0%-20.2%) vs 19.2% (18.8%-19.6%) of the class.;o At 8th postoperative year: 21.1% (12.6%-28.8%) vs 19.9% (19.5%-20.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266175-1-L1,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Lateralized Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-nine (29) hips underwent primary THA procedures between 01-May-2016 and 29-Feb-2024, using an R3 XLPE Hooded Lateralized insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-nine (29) hips underwent primary THA procedures between 01-May-2016 and 29-Feb-2024, using an R3 XLPE Hooded Lateralized insert. From these, two (2) hips were later revised due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-May-2016 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-nine (29) primary THA procedures with R3 XLPE Hooded Lateralized inserts have been performed in Germany between 01-May-2016 and 29-Feb-2024. The mean cumulative revision rates for the R3 XLPE Hooded Lateralized insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 7.5% (0.0%-17.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 4.1% (4.1%-4.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266175-1-L2,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Lateralized Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-nine (29) hips underwent primary THA procedures between 01-May-2016 and 29-Feb-2024, using an R3 XLPE Hooded Lateralized insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-nine (29) hips underwent primary THA procedures between 01-May-2016 and 29-Feb-2024, using an R3 XLPE Hooded Lateralized insert. From these, two (2) hips were later revised due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-May-2016 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-nine (29) primary THA procedures with R3 XLPE Hooded Lateralized inserts have been performed in Germany between 01-May-2016 and 29-Feb-2024. The mean cumulative revision rates for the R3 XLPE Hooded Lateralized insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 7.5% (0.0%-17.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 7.5% (0.0%-17.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 7.5% (0.0%-17.0%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 7.5% (0.0%-17.0%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 7.5% (0.0%-17.0%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 7.5% (0.0%-17.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 7.5% (0.0%-17.0%) vs 4.1% (4.1%-4.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266176-1-L1,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Lateralized Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twelve (12) hips underwent revision THA between 01-Sep-2016 and 30-Apr-2024 in which a R3 20 Degree +4mm Lateralized Acetabular Liner was implanted. Of these, one (1) hip were later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of twelve (12) hips underwent revision THA between 01-Sep-2016 and 30-Apr-2024 in which a R3 20 Degree +4mm Lateralized Acetabular Liner was implanted. Of these, one (1) hip were later re-revised due to infection.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2016 and 30-Apr-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of twelve (12) hips underwent revision THA in which a R3 20 Degree +4mm Lateralized Acetabular Liner was implanted between 01-Sep-2016 and 30-Apr-2024 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 8.3% (0.0%-22.7%) vs 11.9% (11.7%-12.1%) of the class; At 2nd postoperative year: 8.3% (0.0%-22.7%) vs 13.9% (13.6%-14.1%) of the class; At 3rd postoperative year: 8.3% (0.0%-22.7%) vs 15.1% (14.8%-15.4%) of the class; At 4th postoperative year: 8.3% (0.0%-22.7%) vs 16.1% (15.8%-16.4%) of the class; At 5th postoperative year: 8.3% (0.0%-22.7%) vs 16.9% (16.6%-17.2%) of the class; At 7th postoperative year: 8.3% (0.0%-22.7%) vs 18.4% (18.1%-18.8%) of the class;By observing the cumulative re?revision rates above, it can be determined that there is no statistically significant difference between the re?revision rates of the study device and the revision THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated. Although the point estimates for the study device are lower than those of the revision THR class across all reported years, the wide confidence intervals for the study device¿reflecting the limited number of procedures at risk¿overlap with those of the revision THR class, precluding the conclusion of a statistically significant difference.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L1,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L2,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L3,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L4,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L5,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L6,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L7,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L8,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L9,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L10,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L11,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L12,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L13,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L14,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L15,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L16,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L17,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L18,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L19,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L20,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L21,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L22,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L23,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L24,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L25,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L26,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L27,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L28,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L29,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L30,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L31,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L32,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L33,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L34,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L35,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L36,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L37,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L38,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L39,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L40,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L41,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L42,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L43,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L44,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L45,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L46,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L47,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L48,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L49,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L50,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L51,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L52,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L53,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L54,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L55,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L56,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L57,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L58,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L59,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L60,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L61,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L62,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L63,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L64,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L65,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L66,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L67,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L68,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L69,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L70,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L71,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L72,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L73,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L74,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L75,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L76,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L77,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L78,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L79,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L80,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L81,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L82,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L83,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L84,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L85,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L86,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L87,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L88,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L89,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L90,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L91,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L92,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L93,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L94,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L95,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L96,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L97,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L98,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L99,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L100,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L101,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L102,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L103,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L104,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L105,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L106,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L107,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L108,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L109,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L110,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L111,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L112,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L113,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L114,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L115,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L116,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L117,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L118,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L119,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L120,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L121,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L122,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L123,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L124,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L125,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L126,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L127,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L128,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L129,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L130,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L131,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L132,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L133,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L134,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L135,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L136,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L137,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L138,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L139,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L140,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L141,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L142,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L143,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L144,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L145,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L146,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L147,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L148,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L149,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L150,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L151,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L152,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L153,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L154,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L155,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L156,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266177-1-L157,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of five thousand two hundred and forty-two (5,242) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one hundred and fifty-seven (157) hips were later revised due to the following reasons: forty (40) hips due to infection, nineteen (19) hips due to dislocation/instability, twenty-one (21) hips due to periprosthetic fracture, one (1) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening, two (2) hips due to wear and sixty-two (62) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand two hundred and forty-two (5,242) primary THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.5% (2.1%-3.0%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 2.8% (2.3%-3.3%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.1% (2.6%-3.6%) vs 3.4% (3.3%-3.4%) of the class.;o At 4th postoperative year: 3.3% (2.7%-3.8%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 3.3% (2.7%-3.8%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 3.4% (2.9%-4.0%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 3.7% (3.0%-4.4%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 3.7% (3.0%-4.4%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L1,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L2,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L3,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L4,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L5,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L6,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L7,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L8,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L9,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L10,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L11,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L12,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L13,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L14,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L15,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L16,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L17,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L18,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L19,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L20,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L21,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L22,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L23,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L24,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L25,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L26,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L27,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L28,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L29,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L30,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L31,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L32,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L33,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L34,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L35,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L36,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L37,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L38,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L39,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L40,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L41,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L42,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L43,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L44,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L45,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L46,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L47,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L48,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L49,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L50,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L51,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L52,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L53,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L54,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L55,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L56,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L57,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L58,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L59,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L60,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L61,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L62,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L63,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L64,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L65,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L66,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L67,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00266178-1-L68,,10/21/2025,4/10/2025,R3 Acetabular System,R3 XLPE Hooded Insert,,,,,,K113848,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of three hundred eighty-eight (388) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using an R3 XLPE Hooded insert. From these, sixty-eight (68) hips were later re-revised due to the following reasons: thirty-five (35) hips due to infection, nine (9) hips due to recurrent dislocation, two (2) hips due to periprosthetic fracture, seven (7) hips due to aseptic loosening, two (2) hips due to wear and thirteen (13) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three hundred eighty-eight (388) revision THA procedures with R3 XLPE Hooded inserts have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the R3 XLPE Hooded insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class from the 2nd through 8th year of follow-up data available, based on overlapping of confidence intervals. During the first follow up year, the mean cumulative re-revision rates for the R3 XLPE Hooded insert stratified by aseptic and septic hip revisions were in line with the EPRD aseptic and septic revision classes (Aseptic revisions: 10.6%; 6.7%-14.3% vs 10.0%; 9.7%-10.2% of the aseptic revision class / Septic revisions: 29.8%; 20.8%-37.7% vs 27.5%;26.8%-28.2% of the septic revision class). The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 16.3% (12.5 %-20.0%) vs 12.1% (11.8%-12.3%) of the class.;o At 2nd postoperative year: 17.0% (13.1%-20.8%) vs 14.0% (13.7%-14.3%) of the class.;o At 3rd postoperative year: 17.9% (13.8%-21.7%) vs 15.2% (14.9%-15.5%) of the class.;o At 4th postoperative year: 19.8% (15.2%-24.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 5th postoperative year: 19.8% (15.2%-24.1%) vs 17.0% (16.7%-17.4%) of the class.;o At 6th postoperative year: 19.8% (15.2%-24.1%) vs 17.8% (17.5%-18.2%) of the class.;o At 7th postoperative year: 19.8% (15.2%-24.1%) vs 18.6% (18.3%-19.0%) of the class.;o At 8th postoperative year: 19.8% (15.2%-24.1%) vs 19.3% (18.9%-19.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279842-1-L1,,10/21/2025,6/3/2025,REFLECTION XLPE All-Poly Cup,REFLECTION XLPE All-Poly Cup,,,,,,K002747,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred four (104) hips underwent primary THA procedures between 01-Feb-2016 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred four (104) hips underwent primary THA procedures between 01-Feb-2016 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, three (3) hips were later revised due to the following reasons: one (1) hip due to periprosthetic fracture and two (2) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2016 and 31-Mar-2024 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION XLPE All-Poly Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred four (104) THA primary procedures with REFLECTION XLPE All-Poly cups have been performed in Germany between 01-Feb-2016 and 31-Mar-2024. At all follow-up years available, the Kaplan-Meier revision rate of the REFLECTION XLPE All-Poly Cup is in line with the class, as defined by a lower mean and/or overlapping confidence intervals. However, due to the low number of patients at risk in the REFLECTION All Poly XLPE Cup group, this data may not be statistically reliable. The low number of patients at risk also contributes to the observed large confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 3.2% (0.0%-6.7%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 2nd postoperative year: 3.2% (0.0%-6.7%) vs 3.0% (2.9%-3.0%) of the class.;¿ At 3rd postoperative year: 3.2% (0.0%-6.7%) vs 3.2% (3.1%-3.3%) of the class.;¿ At 4th postoperative year: 3.2% (0.0%-6.7%) vs 3.4% (3.3%-3.5%) of the class.;¿ At 5th postoperative year: 3.2% (0.0%-6.7%) vs 3.6% (3.5%-3.7%) of the class.;¿ At 6th postoperative year: 3.2% (0.0%-6.7%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 7th postoperative year: 3.2% (0.0%-6.7%) vs 4.0% (4.0%-4.1%) of the class.;¿ At 8th postoperative year: 3.2% (0.0%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279842-1-L2,,10/21/2025,6/3/2025,REFLECTION XLPE All-Poly Cup,REFLECTION XLPE All-Poly Cup,,,,,,K002747,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred four (104) hips underwent primary THA procedures between 01-Feb-2016 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred four (104) hips underwent primary THA procedures between 01-Feb-2016 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, three (3) hips were later revised due to the following reasons: one (1) hip due to periprosthetic fracture and two (2) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2016 and 31-Mar-2024 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION XLPE All-Poly Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred four (104) THA primary procedures with REFLECTION XLPE All-Poly cups have been performed in Germany between 01-Feb-2016 and 31-Mar-2024. At all follow-up years available, the Kaplan-Meier revision rate of the REFLECTION XLPE All-Poly Cup is in line with the class, as defined by a lower mean and/or overlapping confidence intervals. However, due to the low number of patients at risk in the REFLECTION All Poly XLPE Cup group, this data may not be statistically reliable. The low number of patients at risk also contributes to the observed large confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 3.2% (0.0%-6.7%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 2nd postoperative year: 3.2% (0.0%-6.7%) vs 3.0% (2.9%-3.0%) of the class.;¿ At 3rd postoperative year: 3.2% (0.0%-6.7%) vs 3.2% (3.1%-3.3%) of the class.;¿ At 4th postoperative year: 3.2% (0.0%-6.7%) vs 3.4% (3.3%-3.5%) of the class.;¿ At 5th postoperative year: 3.2% (0.0%-6.7%) vs 3.6% (3.5%-3.7%) of the class.;¿ At 6th postoperative year: 3.2% (0.0%-6.7%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 7th postoperative year: 3.2% (0.0%-6.7%) vs 4.0% (4.0%-4.1%) of the class.;¿ At 8th postoperative year: 3.2% (0.0%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279842-1-L3,,10/21/2025,6/3/2025,REFLECTION XLPE All-Poly Cup,REFLECTION XLPE All-Poly Cup,,,,,,K002747,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred four (104) hips underwent primary THA procedures between 01-Feb-2016 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred four (104) hips underwent primary THA procedures between 01-Feb-2016 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, three (3) hips were later revised due to the following reasons: one (1) hip due to periprosthetic fracture and two (2) hips due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2016 and 31-Mar-2024 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION XLPE All-Poly Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred four (104) THA primary procedures with REFLECTION XLPE All-Poly cups have been performed in Germany between 01-Feb-2016 and 31-Mar-2024. At all follow-up years available, the Kaplan-Meier revision rate of the REFLECTION XLPE All-Poly Cup is in line with the class, as defined by a lower mean and/or overlapping confidence intervals. However, due to the low number of patients at risk in the REFLECTION All Poly XLPE Cup group, this data may not be statistically reliable. The low number of patients at risk also contributes to the observed large confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 3.2% (0.0%-6.7%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 2nd postoperative year: 3.2% (0.0%-6.7%) vs 3.0% (2.9%-3.0%) of the class.;¿ At 3rd postoperative year: 3.2% (0.0%-6.7%) vs 3.2% (3.1%-3.3%) of the class.;¿ At 4th postoperative year: 3.2% (0.0%-6.7%) vs 3.4% (3.3%-3.5%) of the class.;¿ At 5th postoperative year: 3.2% (0.0%-6.7%) vs 3.6% (3.5%-3.7%) of the class.;¿ At 6th postoperative year: 3.2% (0.0%-6.7%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 7th postoperative year: 3.2% (0.0%-6.7%) vs 4.0% (4.0%-4.1%) of the class.;¿ At 8th postoperative year: 3.2% (0.0%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279848-1-L1,,10/21/2025,6/3/2025,REFLECTION XLPE All-Poly Cup,REFLECTION XLPE All-Poly Cup,,,,,,K002747,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of thirty-nine (39) hips underwent revision THA procedures between 01-Jan-2014 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, one (1) hip was later re-revised due to Infection. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of thirty-nine (39) hips underwent revision THA procedures between 01-Jan-2014 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, six (6) hips were later re-revised due to the following reasons: one (1) hip due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and one (1) hip due to other-unknown reason. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION XLPE All-Poly Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirty-nine (39) THA revision procedures with REFLECTION XLPE All-Poly cups have been performed in Germany between 01-Feb-2014 and 31-Mar-2024. At all follow-up years available, the Kaplan-Meier Re-revision rate of the REFLECTION XLPE All-Poly Cup is in line with the class, as defined by a lower mean and/or overlapping confidence intervals. However, due to the low number of patients at risk in the REFLECTION All Poly XLPE Cup group, this data may not be statistically reliable. The low number of patients at risk also contributes to the observed large confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 16.2% (3.4%-27.2%) vs 10.3% (10.0%-10.5%) of the class.;¿ At 2nd postoperative year: 16.2% (3.4%-27.2%) vs 12.2% (11.9%-12.5%) of the class.;¿ At 3rd postoperative year: 16.2% (3.4%-27.2%) vs 13.4% (13.1%-13.7%) of the class.;¿ At 4th postoperative year: 16.2% (3.4%-27.2%) vs 14.4% (14.1%-14.7%) of the class.;¿ At 5th postoperative year: 16.2% (3.4%-27.2%) vs 15.2% (14.9%-15.6%) of the class.;¿ At 6th postoperative year: 16.2% (3.4%-27.2%) vs 16.0% (15.7%-16.4%) of the class.;¿ At 7th postoperative year: 16.2% (3.4%-27.2%) vs 16.9% (16.5%-17.3%) of the class.;¿ At 8th postoperative year: 16.2% (3.4%-27.2%) vs 17.6% (17.2%-18.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279848-1-L2,,10/21/2025,6/3/2025,REFLECTION XLPE All-Poly Cup,REFLECTION XLPE All-Poly Cup,,,,,,K002747,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of thirty-nine (39) hips underwent revision THA procedures between 01-Jan-2014 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of thirty-nine (39) hips underwent revision THA procedures between 01-Jan-2014 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, six (6) hips were later re-revised due to the following reasons: one (1) hip due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and one (1) hip due to other-unknown reason. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION XLPE All-Poly Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirty-nine (39) THA revision procedures with REFLECTION XLPE All-Poly cups have been performed in Germany between 01-Feb-2014 and 31-Mar-2024. At all follow-up years available, the Kaplan-Meier Re-revision rate of the REFLECTION XLPE All-Poly Cup is in line with the class, as defined by a lower mean and/or overlapping confidence intervals. However, due to the low number of patients at risk in the REFLECTION All Poly XLPE Cup group, this data may not be statistically reliable. The low number of patients at risk also contributes to the observed large confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 16.2% (3.4%-27.2%) vs 10.3% (10.0%-10.5%) of the class.;¿ At 2nd postoperative year: 16.2% (3.4%-27.2%) vs 12.2% (11.9%-12.5%) of the class.;¿ At 3rd postoperative year: 16.2% (3.4%-27.2%) vs 13.4% (13.1%-13.7%) of the class.;¿ At 4th postoperative year: 16.2% (3.4%-27.2%) vs 14.4% (14.1%-14.7%) of the class.;¿ At 5th postoperative year: 16.2% (3.4%-27.2%) vs 15.2% (14.9%-15.6%) of the class.;¿ At 6th postoperative year: 16.2% (3.4%-27.2%) vs 16.0% (15.7%-16.4%) of the class.;¿ At 7th postoperative year: 16.2% (3.4%-27.2%) vs 16.9% (16.5%-17.3%) of the class.;¿ At 8th postoperative year: 16.2% (3.4%-27.2%) vs 17.6% (17.2%-18.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279848-1-L3,,10/21/2025,6/3/2025,REFLECTION XLPE All-Poly Cup,REFLECTION XLPE All-Poly Cup,,,,,,K002747,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of thirty-nine (39) hips underwent revision THA procedures between 01-Jan-2014 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, one (1) hip was later re-revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of thirty-nine (39) hips underwent revision THA procedures between 01-Jan-2014 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, six (6) hips were later re-revised due to the following reasons: one (1) hip due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and one (1) hip due to other-unknown reason. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION XLPE All-Poly Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirty-nine (39) THA revision procedures with REFLECTION XLPE All-Poly cups have been performed in Germany between 01-Feb-2014 and 31-Mar-2024. At all follow-up years available, the Kaplan-Meier Re-revision rate of the REFLECTION XLPE All-Poly Cup is in line with the class, as defined by a lower mean and/or overlapping confidence intervals. However, due to the low number of patients at risk in the REFLECTION All Poly XLPE Cup group, this data may not be statistically reliable. The low number of patients at risk also contributes to the observed large confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 16.2% (3.4%-27.2%) vs 10.3% (10.0%-10.5%) of the class.;¿ At 2nd postoperative year: 16.2% (3.4%-27.2%) vs 12.2% (11.9%-12.5%) of the class.;¿ At 3rd postoperative year: 16.2% (3.4%-27.2%) vs 13.4% (13.1%-13.7%) of the class.;¿ At 4th postoperative year: 16.2% (3.4%-27.2%) vs 14.4% (14.1%-14.7%) of the class.;¿ At 5th postoperative year: 16.2% (3.4%-27.2%) vs 15.2% (14.9%-15.6%) of the class.;¿ At 6th postoperative year: 16.2% (3.4%-27.2%) vs 16.0% (15.7%-16.4%) of the class.;¿ At 7th postoperative year: 16.2% (3.4%-27.2%) vs 16.9% (16.5%-17.3%) of the class.;¿ At 8th postoperative year: 16.2% (3.4%-27.2%) vs 17.6% (17.2%-18.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279848-1-L4,,10/21/2025,6/3/2025,REFLECTION XLPE All-Poly Cup,REFLECTION XLPE All-Poly Cup,,,,,,K002747,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of thirty-nine (39) hips underwent revision THA procedures between 01-Jan-2014 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, one (1) hip was later re-revised due aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of thirty-nine (39) hips underwent revision THA procedures between 01-Jan-2014 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, six (6) hips were later re-revised due to the following reasons: one (1) hip due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and one (1) hip due to other-unknown reason. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION XLPE All-Poly Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirty-nine (39) THA revision procedures with REFLECTION XLPE All-Poly cups have been performed in Germany between 01-Feb-2014 and 31-Mar-2024. At all follow-up years available, the Kaplan-Meier Re-revision rate of the REFLECTION XLPE All-Poly Cup is in line with the class, as defined by a lower mean and/or overlapping confidence intervals. However, due to the low number of patients at risk in the REFLECTION All Poly XLPE Cup group, this data may not be statistically reliable. The low number of patients at risk also contributes to the observed large confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 16.2% (3.4%-27.2%) vs 10.3% (10.0%-10.5%) of the class.;¿ At 2nd postoperative year: 16.2% (3.4%-27.2%) vs 12.2% (11.9%-12.5%) of the class.;¿ At 3rd postoperative year: 16.2% (3.4%-27.2%) vs 13.4% (13.1%-13.7%) of the class.;¿ At 4th postoperative year: 16.2% (3.4%-27.2%) vs 14.4% (14.1%-14.7%) of the class.;¿ At 5th postoperative year: 16.2% (3.4%-27.2%) vs 15.2% (14.9%-15.6%) of the class.;¿ At 6th postoperative year: 16.2% (3.4%-27.2%) vs 16.0% (15.7%-16.4%) of the class.;¿ At 7th postoperative year: 16.2% (3.4%-27.2%) vs 16.9% (16.5%-17.3%) of the class.;¿ At 8th postoperative year: 16.2% (3.4%-27.2%) vs 17.6% (17.2%-18.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279848-1-L5,,10/21/2025,6/3/2025,REFLECTION XLPE All-Poly Cup,REFLECTION XLPE All-Poly Cup,,,,,,K002747,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of thirty-nine (39) hips underwent revision THA procedures between 01-Jan-2014 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, one (1) hip was later re-revised due aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of thirty-nine (39) hips underwent revision THA procedures between 01-Jan-2014 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, six (6) hips were later re-revised due to the following reasons: one (1) hip due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and one (1) hip due to other-unknown reason. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION XLPE All-Poly Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirty-nine (39) THA revision procedures with REFLECTION XLPE All-Poly cups have been performed in Germany between 01-Feb-2014 and 31-Mar-2024. At all follow-up years available, the Kaplan-Meier Re-revision rate of the REFLECTION XLPE All-Poly Cup is in line with the class, as defined by a lower mean and/or overlapping confidence intervals. However, due to the low number of patients at risk in the REFLECTION All Poly XLPE Cup group, this data may not be statistically reliable. The low number of patients at risk also contributes to the observed large confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 16.2% (3.4%-27.2%) vs 10.3% (10.0%-10.5%) of the class.;¿ At 2nd postoperative year: 16.2% (3.4%-27.2%) vs 12.2% (11.9%-12.5%) of the class.;¿ At 3rd postoperative year: 16.2% (3.4%-27.2%) vs 13.4% (13.1%-13.7%) of the class.;¿ At 4th postoperative year: 16.2% (3.4%-27.2%) vs 14.4% (14.1%-14.7%) of the class.;¿ At 5th postoperative year: 16.2% (3.4%-27.2%) vs 15.2% (14.9%-15.6%) of the class.;¿ At 6th postoperative year: 16.2% (3.4%-27.2%) vs 16.0% (15.7%-16.4%) of the class.;¿ At 7th postoperative year: 16.2% (3.4%-27.2%) vs 16.9% (16.5%-17.3%) of the class.;¿ At 8th postoperative year: 16.2% (3.4%-27.2%) vs 17.6% (17.2%-18.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279848-1-L6,,10/21/2025,6/3/2025,REFLECTION XLPE All-Poly Cup,REFLECTION XLPE All-Poly Cup,,,,,,K002747,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of thirty-nine (39) hips underwent revision THA procedures between 01-Jan-2014 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, one (1) hip was later re-revised due other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of thirty-nine (39) hips underwent revision THA procedures between 01-Jan-2014 and 31-Mar-2024, using a REFLECTION XLPE All-Poly cup. From these, six (6) hips were later re-revised due to the following reasons: one (1) hip due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to malposition/malalignment, two (2) hips due to aseptic loosening and one (1) hip due to other-unknown reason. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION XLPE All-Poly Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirty-nine (39) THA revision procedures with REFLECTION XLPE All-Poly cups have been performed in Germany between 01-Feb-2014 and 31-Mar-2024. At all follow-up years available, the Kaplan-Meier Re-revision rate of the REFLECTION XLPE All-Poly Cup is in line with the class, as defined by a lower mean and/or overlapping confidence intervals. However, due to the low number of patients at risk in the REFLECTION All Poly XLPE Cup group, this data may not be statistically reliable. The low number of patients at risk also contributes to the observed large confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 16.2% (3.4%-27.2%) vs 10.3% (10.0%-10.5%) of the class.;¿ At 2nd postoperative year: 16.2% (3.4%-27.2%) vs 12.2% (11.9%-12.5%) of the class.;¿ At 3rd postoperative year: 16.2% (3.4%-27.2%) vs 13.4% (13.1%-13.7%) of the class.;¿ At 4th postoperative year: 16.2% (3.4%-27.2%) vs 14.4% (14.1%-14.7%) of the class.;¿ At 5th postoperative year: 16.2% (3.4%-27.2%) vs 15.2% (14.9%-15.6%) of the class.;¿ At 6th postoperative year: 16.2% (3.4%-27.2%) vs 16.0% (15.7%-16.4%) of the class.;¿ At 7th postoperative year: 16.2% (3.4%-27.2%) vs 16.9% (16.5%-17.3%) of the class.;¿ At 8th postoperative year: 16.2% (3.4%-27.2%) vs 17.6% (17.2%-18.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L1,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L2,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L3,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L4,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L5,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L6,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to dislocation/ instability.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L7,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to dislocation/ instability.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L8,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to dislocation/ instability.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L9,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to dislocation/ instability.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L10,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to dislocation/ instability.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L11,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L12,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L13,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L14,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L15,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L16,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L17,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L18,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L19,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L20,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L21,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L22,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L23,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L24,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L25,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L26,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L27,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L28,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L29,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L30,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L31,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L32,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L33,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L34,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L35,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L36,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L37,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L38,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L39,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L40,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L41,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L42,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L43,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L44,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287405-1-L45,,10/21/2025,9/17/2025,ANTHOLOGY Femoral Component,Anthology femoral component,,,,,,K052792,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of nine hundred and twenty-six (926) hips underwent primary THA procedures between 01-Apr-2014 and 31-Mar-2024, using an Anthology femoral component. From these, forty-five (45) hips were later revised due to the following reasons: five (5) hips due to infection, five (5) hips due to dislocation/ instability, two (2) hips due to periprosthetic fracture, twelve (12) hips due to aseptic loosening, and twenty-one (21) hips due to other- unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred and twenty-six (926) primary THA procedures with Anthology femoral component were performed in Germany between 01-Apr-2014 and 31-Mar-2024. The mean cumulative revision rate for Anthology femoral component was in line with all uncemented stems during elective THA in the EPRD across 8 years of follow-up based on the overlapping confidence intervals. A total of 3 Anthology implantations during THA for PF-fracture were reported with no revisions across 5 years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (Anthology femoral components used in 923 hips vs 446,943 procedures listed for the class. 45 revisions reported).;;¿ At 1st postoperative year: 3.5% (2.3%-4.7%) vs 2.7% (2.7%-2.8%) of the class.;¿ At 2nd postoperative year: 4.3% (3.0%-5.6%) vs 3.1% (3.1%-3.2%) of the class.;¿ At 3rd postoperative year: 4.7% (3.3%-6.1%) vs 3.4% (3.3%-3.4%) of the class.;¿ At 4th postoperative year: 4.9% (3.4%-6.3%) vs 3.6% (3.5%-3.6%) of the class.;¿ At 5th postoperative year: 4.9% (3.4%-6.3%) vs 3.7% (3.7%-3.8%) of the class.;¿ At 6th postoperative year: 5.1% (3.6%-6.6%) vs 3.9% (3.9%-4.0%) of the class.;¿ At 7th postoperative year: 5.5% (3.8%-7.2%) vs 4.1% (4.1%-4.2%) of the class.;¿ At 8th postoperative year: 5.5% (3.8%-7.2%) vs 4.3% (4.2%-4.4%) of the class.;;2. THA for PF-Fracture (Anthology femoral components used in 3 hips vs 37,100 procedures listed for the class. 0 revisions reported).;;¿ At 1st postoperative year: 0.0% (n=3) vs 6.1% (5.9%-6.4%) of the class.;¿ At 2nd postoperative year: 0.0% (n=3) vs 6.7% (6.4%-6.9%) of the class.;¿ At 3rd postoperative year: 0.0% (n=2) vs 7.1% (6.8%-7.3%) of the class.;¿ At 4th postoperative year: 0.0% (n=1) vs 7.4% (7.1%-7.7%) of the class.;¿ At 5th postoperative year: 0.0% (n=1) vs 7.6% (7.3%-8.0%) of the class.;;Aseptic loosening for Anthology stems was the most frequent reason for revision (26.7%), however, this reason for revision may not be specific to the stem and could relate to the acetabular component as well. No revisions for the 3 Anthology implantations during THA for PF-fracture were reported. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD) SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN THA. 1. PRIMARY PROCEDURES: - R3 XLPE NEUTRAL LATERALIZED INSERT: A TOTAL OF NINETY-ONE (91) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-JAN-2016 AND 31-MAR-2024, USING AN R3 XLPE NEUTRAL LATERALIZED INSERT. FROM THESE, TWO (2) HIPS WERE LATER REVISED DUE TO OTHER-UNKNOWN REASONS. - R3 XLPE NEUTRAL INSERT: A TOTAL OF EIGHTEEN THOUSAND ONE HUNDRED AND SIXTEEN (18,116) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-MAR-2013 AND 31-MAR-2024, USING AN R3 XLPE NEUTRAL INSERT. FROM THESE, SIX HUNDRED AND NINETY (690) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE HUNDRED AND SEVENTY-ONE (171) HIPS DUE TO INFECTION, EIGHTY-EIGHT (88) HIPS DUE TO DISLOCATION/INSTABILITY, SIXTY-SIX (66) HIPS DUE TO PERIPROSTHETIC FRACTURE, FIFTEEN (15) HIPS DUE TO MALPOSITION/MALALIGNMENT, SEVENTY-FIVE (75) HIPS DUE TO ASEPTIC LOOSENING, TWENTY-FOUR (24) HIPS DUE TO WEAR AND TWO HUNDRED AND FIFTY-ONE (251) HIPS DUE TO OTHER-UNKNOWN REASONS. - R3 XLPE HOODED LATERALIZED INSERT: A TOTAL OF TWENTY-NINE (29) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-MAY-2016 AND 29-FEB-2024, USING AN R3 XLPE HOODED LATERALIZED INSERT. FROM THESE, TWO (2) HIPS WERE LATER REVISED DUE TO OTHER-UNKNOWN REASONS. - R3 XLPE HOODED INSERT: A TOTAL OF FIVE THOUSAND TWO HUNDRED AND FORTY-TWO (5,242) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-FEB-2013 AND 31-MAR-2024, USING AN R3 XLPE HOODED INSERT. FROM THESE, ONE HUNDRED AND FIFTY-SEVEN (157) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: FORTY (40) HIPS DUE TO INFECTION, NINETEEN (19) HIPS DUE TO DISLOCATION/INSTABILITY, TWENTY-ONE (21) HIPS DUE TO PERIPROSTHETIC FRACTURE, ONE (1) HIP DUE TO MALPOSITION/MALALIGNMENT, TWELVE (12) HIPS DUE TO ASEPTIC LOOSENING, TWO (2) HIPS DUE TO WEAR AND SIXTY-TWO (62) HIPS DUE TO OTHER/UNKNOWN REASONS. - REFLECTION XLPE ALL-POLY CUP: A TOTAL OF ONE HUNDRED FOUR (104) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-FEB-2016 AND 31-MAR-2024, USING A REFLECTION XLPE ALL-POLY CUP. FROM THESE, THREE (3) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE AND TWO (2) HIPS DUE TO OTHER-UNKNOWN REASONS. - ANTHOLOGY FEMORAL COMPONENT: A TOTAL OF NINE HUNDRED AND TWENTY-SIX (926) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-APR-2014 AND 31-MAR-2024, USING AN ANTHOLOGY FEMORAL COMPONENT. FROM THESE, FORTY-FIVE (45) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: FIVE (5) HIPS DUE TO INFECTION, FIVE (5) HIPS DUE TO DISLOCATION/ INSTABILITY, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWELVE (12) HIPS DUE TO ASEPTIC LOOSENING, AND TWENTY-ONE (21) HIPS DUE TO OTHER- UNKNOWN REASONS. 2. REVISION PROCEDURES: - R3 XLPE NEUTRAL LATERALIZED INSERT: A TOTAL OF EIGHT (8) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 01-JAN-2016 AND 29-FEB-2024, USING AN R3 XLPE NEUTRAL LATERALIZED INSERT. FROM THESE, TWO (2) HIPS WERE LATER RE-REVISED DUE INFECTION AND OTHER-UNKNOWN REASONS. - R3 XLPE NEUTRAL INSERT: A TOTAL OF SIX HUNDRED AND SIXTY-ONE (661) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 01-NOV-2014 AND 31-MAR-2024, USING AN R3 XLPE NEUTRAL INSERT. FROM THESE, ONE HUNDRED FIVE (105) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: FIFTY-ONE (51) HIPS DUE TO INFECTION, THIRTEEN (13) HIPS DUE TO RECURRENT DISLOCATION, THREE (3) HIPS DUE TO PERIPROSTHETIC FRACTURE, THIRTEEN (13) HIPS DUE TO ASEPTIC LOOSENING, SEVEN (7) HIPS DUE TO WEAR AND EIGHTEEN (18) HIPS DUE TO OTHER-UNKNOWN REASONS. - R3 XLPE HOODED LATERALIZED INSERT: A TOTAL OF SEVEN (7) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 01-SEP-2016 AND 31-DEC-2023, USING AN R3 XLPE HOODED LATERALIZED INSERT. FROM THESE, ONE (1) HIP WERE LATER RE-REVISED DUE TO INFECTION. - R3 XLPE HOODED INSERT: A TOTAL OF THREE HUNDRED EIGHTY-EIGHT (388) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 01-JUL-2013 AND 31-MAR-2024, USING AN R3 XLPE HOODED INSERT. FROM THESE, SIXTY-EIGHT (68) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: THIRTY-FIVE (35) HIPS DUE TO INFECTION, NINE (19) HIPS DUE TO RECURRENT DISLOCATION, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE, SEVEN (7) HIPS DUE TO ASEPTIC LOOSENING, TWO (2) HIPS DUE TO WEAR AND THIRTEEN (13) HIPS DUE TO OTHER/UNKNOWN REASONS. - REFLECTION XLPE ALL-POLY CUP: A TOTAL OF THIRTY-NINE (39) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 01-JAN-2014 AND 31-MAR-2024, USING A REFLECTION XLPE ALL-POLY CUP. FROM THESE, SIX (6) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO INFECTION, ONE (1) HIP DUE TO RECURRENT DISLOCATION, ONE (1) HIP DUE TO MALPOSITION/MALALIGNMENT, TWO (2) HIPS DUE TO ASEPTIC LOOSENING AND ONE (1) HIP DUE TO OTHER-UNKNOWN REASON. ALTOGETHER, A TOTAL QUANTITY OF 899 REVISIONS AND 182 RE-REVISIONS (1,081 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE ENDOPROTHESENREGISTER (EPRD) FOR THE SMITH+NEPHEW DEVICES REFERENCED ABOVE.

Manufacturer narrative:
CORRECTED DATA: A2 (MEAN AGE HAS BEEN CORRECTED FROM 64 YEARS TO 70), B5 (EVENT NARRATIVE), D1 (¿R3 XLPE NEUTRAL LATERALIZED INSERT¿ REMOVED FROM BRAND NAME, AS THE 3500A FORM INCORPORATES SEVERAL PRODUCTS), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 1,081), H6 (ADDITIONAL CODES ADDED FOR ¿HEALTH EFFECT - CLINICAL CODE¿ AND ¿MEDICAL DEVICE PROBLEM CODE¿ PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE MDR WITH REFERENCE 1020279-2025-00893 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: (B)(4), DATA SOURCE: ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: JDI. ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON 18-MAY-2025: (B)(4) (L1-L2), (B)(4) (L1-L690), (B)(4) (L1-L105), (B)(4) (L1-L2), (B)(4) -L1, (B)(4) (L1-L157), (B)(4) (L1-L68), (B)(4) (L1-L3), (B)(4) (L1-L6), AND (B)(4) L1-L45). EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER ¿CORRECTED DATA¿, THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON 18-MAY-2025 REMAINS UNCHANGED. REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN THA: 1. PRIMARY PROCEDURES: - R3 XLPE NEUTRAL LATERALIZED INSERT: A TOTAL OF NINETY-ONE (91) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-JAN-2016 AND 31-MAR-2024, USING AN R3 XLPE NEUTRAL LATERALIZED INSERT. FROM THESE, TWO (2) HIPS WERE LATER REVISED DUE TO OTHER-UNKNOWN REASONS. - R3 XLPE NEUTRAL INSERT: A TOTAL OF EIGHTEEN THOUSAND ONE HUNDRED AND SIXTEEN (18,116) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-MAR-2013 AND 31-MAR-2024, USING AN R3 XLPE NEUTRAL INSERT. FROM THESE, SIX HUNDRED AND NINETY (690) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE HUNDRED AND SEVENTY-ONE (171) HIPS DUE TO INFECTION, EIGHTY-EIGHT (88) HIPS DUE TO DISLOCATION/INSTABILITY, SIXTY-SIX (66) HIPS DUE TO PERIPROSTHETIC FRACTURE, FIFTEEN (15) HIPS DUE TO MALPOSITION/MALALIGNMENT, SEVENTY-FIVE (75) HIPS DUE TO ASEPTIC LOOSENING, TWENTY-FOUR (24) HIPS DUE TO WEAR AND TWO HUNDRED AND FIFTY-ONE (251) HIPS DUE TO OTHER-UNKNOWN REASONS. - R3 XLPE HOODED LATERALIZED INSERT: A TOTAL OF TWENTY-NINE (29) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-MAY-2016 AND 29-FEB-2024, USING AN R3 XLPE HOODED LATERALIZED INSERT. FROM THESE, TWO (2) HIPS WERE LATER REVISED DUE TO OTHER-UNKNOWN REASONS. - R3 XLPE HOODED INSERT: A TOTAL OF FIVE THOUSAND TWO HUNDRED AND FORTY-TWO (5,242) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-FEB-2013 AND 31-MAR-2024, USING AN R3 XLPE HOODED INSERT. FROM THESE, ONE HUNDRED AND FIFTY-SEVEN (157) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: FORTY (40) HIPS DUE TO INFECTION, NINETEEN (19) HIPS DUE TO DISLOCATION/INSTABILITY, TWENTY-ONE (21) HIPS DUE TO PERIPROSTHETIC FRACTURE, ONE (1) HIP DUE TO MALPOSITION/MALALIGNMENT, TWELVE (12) HIPS DUE TO ASEPTIC LOOSENING, TWO (2) HIPS DUE TO WEAR AND SIXTY-TWO (62) HIPS DUE TO OTHER/UNKNOWN REASONS. - REFLECTION XLPE ALL-POLY CUP: A TOTAL OF ONE HUNDRED FOUR (104) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-FEB-2016 AND 31-MAR-2024, USING A REFLECTION XLPE ALL-POLY CUP. FROM THESE, THREE (3) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE AND TWO (2) HIPS DUE TO OTHER-UNKNOWN REASONS. - ANTHOLOGY FEMORAL COMPONENT: A TOTAL OF NINE HUNDRED AND TWENTY-SIX (926) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-APR-2014 AND 31-MAR-2024, USING AN ANTHOLOGY FEMORAL COMPONENT. FROM THESE, FORTY-FIVE (45) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: FIVE (5) HIPS DUE TO INFECTION, FIVE (5) HIPS DUE TO DISLOCATION/ INSTABILITY, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWELVE (12) HIPS DUE TO ASEPTIC LOOSENING, AND TWENTY-ONE (21) HIPS DUE TO OTHER- UNKNOWN REASONS. 2. REVISION PROCEDURES: - R3 XLPE NEUTRAL LATERALIZED INSERT: A TOTAL OF EIGHT (8) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 01-JAN-2016 AND 29-FEB-2024, USING AN R3 XLPE NEUTRAL LATERALIZED INSERT. FROM THESE, TWO (2) HIPS WERE LATER RE-REVISED DUE INFECTION AND OTHER-UNKNOWN REASONS. - R3 XLPE NEUTRAL INSERT: A TOTAL OF SIX HUNDRED AND SIXTY-ONE (661) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 01-NOV-2014 AND 31-MAR-2024, USING AN R3 XLPE NEUTRAL INSERT. FROM THESE, ONE HUNDRED FIVE (105) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: FIFTY-ONE (51) HIPS DUE TO INFECTION, THIRTEEN (13) HIPS DUE TO RECURRENT DISLOCATION, THREE (3) HIPS DUE TO PERIPROSTHETIC FRACTURE, THIRTEEN (13) HIPS DUE TO ASEPTIC LOOSENING, SEVEN (7) HIPS DUE TO WEAR AND EIGHTEEN (18) HIPS DUE TO OTHER-UNKNOWN REASONS. - R3 XLPE HOODED LATERALIZED INSERT: A TOTAL OF SEVEN (7) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 01-SEP-2016 AND 31-DEC-2023, USING AN R3 XLPE HOODED LATERALIZED INSERT. FROM THESE, ONE (1) HIP WERE LATER RE-REVISED DUE TO INFECTION. - R3 XLPE HOODED INSERT: A TOTAL OF THREE HUNDRED EIGHTY-EIGHT (388) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 01-JUL-2013 AND 31-MAR-2024, USING AN R3 XLPE HOODED INSERT. FROM THESE, SIXTY-EIGHT (68) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: THIRTY-FIVE (35) HIPS DUE TO INFECTION, NINE (19) HIPS DUE TO RECURRENT DISLOCATION, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE, SEVEN (7) HIPS DUE TO ASEPTIC LOOSENING, TWO (2) HIPS DUE TO WEAR AND THIRTEEN (13) HIPS DUE TO OTHER/UNKNOWN REASONS. - REFLECTION XLPE ALL-POLY CUP: A TOTAL OF THIRTY-NINE (39) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 01-JAN-2014 AND 31-MAR-2024, USING A REFLECTION XLPE ALL-POLY CUP. FROM THESE, SIX (6) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO INFECTION, ONE (1) HIP DUE TO RECURRENT DISLOCATION, ONE (1) HIP DUE TO MALPOSITION/MALALIGNMENT, TWO (2) HIPS DUE TO ASEPTIC LOOSENING AND ONE (1) HIP DUE TO OTHER-UNKNOWN REASON. ALTOGETHER, A TOTAL QUANTITY OF 899 REVISIONS AND 182 RE-REVISIONS (1,081 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE ENDOPROTHESENREGISTER (EPRD) FOR THE SMITH+NEPHEW DEVICES REFERENCED ABOVE. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE R3 ACETABULAR SYSTEM, THE REFLECTION XLPE ALL-POLY CUP SYSTEM AND THE ANTHOLOGY HIP SYSTEM PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD) DETAIL REPORTS FOR THE ABOVE-MENTIONED SMITH+NEPHEW PROSTHESES USED IN PRIMARY AND REVISION THA WERE REVIEWED. DURING PRIMARY THA, 8-YEAR CUMULATIVE REVISION RATES FOR POLYETHYLENE R3 LINER VARIANTS WERE EITHER IN LINE WITH OR LOWER THAN THE CLASS DEVICE, CONSIDERING THE CONFIDENCE INTERVALS, FOR CEMENTLESS THA, CEMENTED THA AND THA FOR PATELLOFEMORAL FRACTURE PROCEDURES. DURING REVISION THA, THE CUMULATIVE RE-REVISION RATES AT LATEST FOLLOW-UP FOR THESE LINER VARIANTS WAS IN LINE WITH OR LOWER THAN THE RESPECTIVE CLASS DEVICE FOR ASEPTIC AND SEPTIC REVISION THA PROCEDURES. A TOTAL OF 104 PRIMARY THA IMPLANTATIONS WITH THE REFLECTION XLPE ALL-POLY CUP WERE PERFORMED IN GERMANY BETWEEN 01-FEB-2016 AND 31-MAR-2024. AT ALL FOLLOW-UP YEARS AVAILABLE, THE KAPLAN-MEIER REVISION RATE OF THE REFLECTION XLPE ALL-POLY CUP IS IN LINE WITH THE CLASS, AS DEFINED BY A LOWER MEAN AND/OR OVERLAPPING CONFIDENCE INTERVALS. HOWEVER, DUE TO THE LOW NUMBER OF PATIENTS AT RISK IN THE REFLECTION ALL POLY XLPE CUP GROUP, THIS DATA MAY NOT BE STATISTICALLY RELIABLE. THE LOW NUMBER OF PATIENTS AT RISK ALSO CONTRIBUTES TO THE OBSERVED LARGE CONFIDENCE INTERVALS. A TOTAL OF 926 PRIMARY THA IMPLANTATIONS WITH THE ANTHOLOGY FEMORAL COMPONENT WERE PERFORMED IN GERMANY BETWEEN 01-APR-2014 AND 31-MAR-2024. THE MEAN CUMULATIVE REVISION RATE FOR ANTHOLOGY FEMORAL COMPONENT WAS IN LINE WITH ALL UNCEMENTED STEMS DURING ELECTIVE THA IN THE EPRD ACROSS 8 YEARS OF FOLLOW-UP BASED ON THE OVERLAPPING CONFIDENCE INTERVALS. A TOTAL OF 3 ANTHOLOGY IMPLANTATIONS DURING THA FOR PF-FRACTURE WERE REPORTED WITH NO REVISIONS ACROSS 5 YEARS OF FOLLOW-UP. ASEPTIC LOOSENING FOR ANTHOLOGY STEMS WAS THE MOST FREQUENT REASON FOR REVISION (26.7%), HOWEVER, THIS REASON FOR REVISION MAY NOT BE SPECIFIC TO THE STEM AND COULD RELATE TO THE ACETABULAR COMPONENT AS WELL. NO REVISIONS FOR THE 3 ANTHOLOGY IMPLANTATIONS DURING THA FOR PF-FRACTURE WERE REPORTED. A TOTAL OF 39 REVISION THA IMPLANTATIONS WITH THE REFLECTION XLPE ALL-POLY CUP WERE PERFORMED IN GERMANY BETWEEN 01-JAN-2014 AND 31-MAR-2024. AT ALL FOLLOW-UP YEARS AVAILABLE, THE KAPLAN-MEIER RE-REVISION RATE OF THE REFLECTION XLPE ALL-POLY CUP IS IN LINE WITH THE CLASS, AS DEFINED BY A LOWER MEAN AND/OR OVERLAPPING CONFIDENCE INTERVALS. HOWEVER, DUE TO THE LOW NUMBER OF PATIENTS AT RISK IN THE REFLECTION ALL POLY XLPE CUP GROUP, THIS DATA MAY NOT BE STATISTICALLY RELIABLE. THE LOW NUMBER OF PATIENTS AT RISK ALSO CONTRIBUTES TO THE OBSERVED LARGE CONFIDENCE INTERVALS. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.